Manufacturer narrative:
As per information received on april 07, 2015 the alleged lateral plate and the concerned screws were removed. The medial plate (object of this complaint event) remained implanted and no known allegations were reported. Based on these considerations no further investigation was deemed necessary and not performed. The medial plate is considered a concomittant product . Should additional information becomes available suggesting otherwise, this investigation will be re-opened. H3 other text : device remains implanted

Event description:
Patient fell off ladder and experienced a distal humerus fracture as a result. Doctor implanted plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep reported that all screws that pulled through plate were removed. Plate was removed and replaced. No known allegations against medial plate. New information: rep reported that all screws that pulled through plate were removed. Plate was removed and replaced. No known allegations against medial plate.

Event description:
Patient fell off ladder and experienced a distal humurus fracture as a result. Doctor implanted plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep reported that all screws that pulled through plate were removed. Plate was removed and replaced. No known allegations against medial plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Unknown plate- medial.